Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that ¿one of their cheeks swelled up and became red¿ approximately 10 months after they were injected in the corners of the mouth with juvéderm® ultra xc. Approximately 2 weeks after the symptoms started they were prescribed doxycycline for five days which helped but they still had a bacterial infection with a lump that was larger than a pea size. They were prescribed another five more days of doxycycline. Symptoms have not resolved.